Event description:
Information from sus voluntary event report mw5073693: pt with previous admissions on (B)(6) 2017 for a subocclusive lvad thrombus as evidenced by a positive ramp echo¿s and elevated ldh. Pt¿s status changed to 1a on the unos transplant waiting list (B)(6) 2017 due to hemolysis and thrombus. Pt. Admitted again on (B)(6) 2017 due to an ldh of 910. Bivalirudin was initiated. Despite bivalirudin infusing the ldh remained elevated, peak ldh was 1383 on (B)(6) 2017. Urine studies with evidence of hemolysis on (B)(6) 2017 with a rise in the pt¿s creatinine. Ramp echo on (B)(6) 2017 showed the aov remained open at 11400 rpms. A cardiac morphology CT was performed on (B)(6) 2017 which showed decreased hounsfield unit attenuation in the outflow portion of the lvad, there was also some linear streaking suggestive of beam hardening artifact, a thrombus could not be ruled out. The decision was made to exchange the hmii lvad which occurred on (B)(6) 2017. Surgery went well, the surgeon was able to identify a thrombus on the inflow side of the pump, on the inflow stator. The pt is doing well and is currently recovering on our telemetry unit.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The driveline was severed approximately 2.5 inches from the pump housing. The remainder of the driveline was returned in two segments measuring approximately 6.5 inches and 31 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the rotor inlet upon disassembly of the device revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an undetermined period while the device was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase (ldh). Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) and was treated with bivalirudin. Ldh peaked at 1383 u/l on (B)(6) 2017. Creat bumped on (B)(6) 2017 and the pump was exchanged on (B)(6) 2017. No additional information was provided.